Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported by the user that during a brevera breast biopsy procedure on (B)(6) 2025, the disposable needle was attached to the device driver; however, when the foot pedal was depressed, no tissue sample was acquired, and no sound was heard from the device. It is reported that only saline was observed in the tissue chamber, so the user attempted to lavage, but more saline was observed. The user reports that a new disposable needle from the same lot was tried but the result was the same. The patient procedure was aborted. No further information is currently available.